Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawers did not open all the way, preventing user from removing the required medication and causing minimal delays to pull medications from different station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that there was no failure icon or drawer to recover. A field service engineer asked the customer to log in and inventory the meds in auxiliary drawer 2 to check the rails. The drawer opened. It did stick a little bit at the back or last row, but with a little tug, it opened and closed all the way with ease. The system functioned as intended after field service engineer investigated the device.